Event description:
The patient contacted animas on (B)(6) 2012 reporting elevated blood glucose levels (no value provided) with increased thirst, frequent urination, and fatigue. The patient reported that the pump emitted a cs 064 alarm. The patient reported attempted to manually prime the tubing but was unable to prime the tubing. The patient reported not having another inset or cartridge to try. The patient indicated using an old infusion set. The patient was unsure if the supplies were expired. This report is made based on the allegation that the patient experienced hyperglycemia related to using old supplies and not having supplies to change out.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.